Event description:
Rptr alleged obtaining blood glucose results of 240 mg/dl on her aviva system compared to the doctors measurement of 112 mg/dl when testing was performed less than 30 seconds apart. Rptr stated the comparison occurred two weeks ago during a doctor's appointment for a condition not related to diabetes. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.